Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 16 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 13 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 40 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Event description:
This report summarizes 40 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
9 of the devices were not evaluated, as the issue was identified and resolved via communications/interviews with the user. 3 of the devices were not evaluated, as the reported issue was confirmed via analysis of data provided by the user. The final device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.